Event description:
Customer reports inconsistent inr results on 2 hemochron signature elite instruments vs an unspecified lab instrument. This report is for pt 3 of 3. Pt therapeutic range is 2.0 - 3.0. Date unk, elite inr 5.2 vs lab inr 3.2. Pt instructed to hold coumadin dosage. No reports of adverse events or serious injury.

Manufacturer narrative:
(B) (4). Customer reports 2 elite instruments involved in the 3 pt malfunctions, but could not specify which instrument was involved in each malfunction. (B) (4). Manufacturer method/results/conclusions: manufacturer evaluation/investigation pending product return from user facility.